Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia. H6 codes: health effect - clinical code problem code: e1305 renal impairment and e0750 ventilator dependent / code not available. H6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that an unspecified malfunction occurred. The patient experienced a severe hypoglycemic event on an unspecified date following sensor insertion (location not specified). Beginning on (B)(6)2025, the patient contacted dexcom multiple times regarding phone compatibility issues between his mobile device and the dexcom mobile app. Despite these issues, the patient was using a tandem insulin pump and was receiving cgm values through the pump, which served as his receiver. On (B)(6)2025, the patient¿s wife reported that the patient had been admitted to the ICU in a medically induced coma due to a severe hypoglycemic episode. She stated that the patient¿s blood glucose (bg) meter reading had dropped to 13 mg/dl, attributing the event to ongoing phone compatibility issues with the dexcom app. The reporter provided conflicting information regarding the cgm readings on the tandem pump at the time of the event. At one point, it was stated that the patient believed the cgm reading was a ¿fluke,¿ while at another time, it was mentioned that the pump ¿did not have a word on it,¿ leading to uncertainty about the patient¿s awareness of his dropping glucose levels. This discrepancy was not clarified, and it remains unclear what cgm data was displayed on the pump during the event. The patient was found unconscious by his wife, who measured his bg at 15 mg/dl using a meter. She administered a glucagon injection and called emergency services. Upon arrival, ems was unable to obtain a bg reading and could not locate a vein to administer IV dextrose. The patient was transported to the emergency room, where his bg was again measured at 13 mg/dl. At the hospital, the patient was in a coma and experiencing kidney complications and decreased brain function. Treatment included IV glucose, unspecified antibiotics and steroids, IV fluids, fentanyl, versed, prograf, and tacrolimus. The patient was intubated, placed on a ventilator, and transferred to the ICU. Diagnostic procedures included a CT scan of the head and neck and an EKG. At the time of the report, the patient remained in the ICU, and it was unclear whether he would suffer any permanent damage as the reporter doesn't know. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.